Event description:
Hearing performance with the device is affected. No specific trauma was reported and the child has had no swelling or inflammation above the implant site. Re-implantation is planned but not yet scheduled.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to excessive mechanical stress appears very likely. However to determine an exact root cause device investigation would be necessary. No information on a possible re-implantation date has been received.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device was affected. No specific trauma was reported and the child has had no swelling or inflammation above the implant site. There have not been any changes in the user's health or medication. The recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. No specific trauma was reported and the child has had no swelling or inflammation above the implant site. Recipient may be re-implanted.